Event description:
Related manufacturer report number: 2916596-2023-02815 and 2916596-2023-02817. It was reported that while visiting the hospital and getting the devices checked, it was noted that the cable pin on the mobile power unit (mpu) was broken and stuck in the power cable of the system controller. The pin was removed, and the system controller was exchanged and will be used as the backup controller. The backup controller was difficult to connect and the patient was given a new one.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter phone number: (B)(6). Section e1: reporter postal office or zip code: (B)(6). Section e1: reporter address line 1: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged pin issue was confirmed with the returned mobile power unit (mpu) (serial # (B)(6)). Visual inspection of the power connector revealed a deformed/missing pin within the white power connector. It was reported the damaged pin was lodged within the white power cable connector of the system controller. The mobile power unit was powered on, which booted up as intended. The device was able to power a test system controller. Repair was declined by the customer and the unit will be scrapped. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.